Manufacturer narrative:
Product performance engineering was unable to determine a definitive root cause for the stent dislodgement. Evaluation summary quality assurance analysis revealed that the catheter was returned without any blood visible. There was moisture visible in the inflation lumen. The stent was returned loose and the protective sheath was not returned. The first row of struts on both the proximal and distal ends of the stent were flattened. The balloon had relaxed folds. There were crimp marks on the balloon where the stent had been between the markers. The outer diameters of the stent were measured with a laser micrometer and met manufacturing criteria. The outer diameter of the proximal struts were measured distal to the damage and the distal outer diameter was measured proximal to the damage. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that during prep, the stent dislodged in the protective sheath. Quality assurance analysis confirmed that the stent dislodged, as it was returned taped to a plastic bag, and not in the protective sheath. The sheath was not returned. The first proximal and first distal row of the stent were flattened. This may have occurred from handling of the stent at the account, taping the stent to a bag. There was no mention of any stent damage in the incident report. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacturer. The stent outer diameter dimension was measured and was still within specification. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, or forced sheath removal. Unfortunately, a definitive root cause for the stent dislodgement in this case cannot be determined. A review of the finished device lot history record did not reveal any non-conformities that could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and there have been no other complaints reported with this part and lot number combination. Product performance engineering will trend and monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunciton. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when protective sheath was removed during prep. The stent came off with it and stayed in the sheath. The device was not used on the patient. No additional event or patient information is available.